Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that on 11-apr-2024, the patient experiences an issue with product not adhering enough long as the set is change it earlier than the 7 days expected no further information available